Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The cartridge and infusion set were changed. The customer's blood glucose level (bg) was high and was not responding to the correction boluses. The customer was disconnected from the pump and insulin injections were used. The customer was taken to the emergency room and the bg level was recorded as 783 mg/dl with a trace of ketones. The customer was treated with lantus and humalog injections. The contact indicated that the customer may have consumed some snacks without administering a bolus afterward. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.